Manufacturer narrative:
Date sent to the FDA: 12/13/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2007. Ten days later, the patient developed a wound infection at both suprapubic device implantation sites. The patient was prescribed five days of antibiotics. The event was resolved five days later.